Event description:
The event is reported as: during surgery the suture needle got caught in the sacrospinous ligament. The surgeon decided to leave the needle in the ligament. The pt is reported to have not suffered any consequences and was stable.

Manufacturer narrative:
Device sample is not available. No lot # is available. A follow-up report will be sent when completion of investigation.